Event description:
The pt reportedly experiences frequent intermittencies between the external equipment and the cochlear implant. External equipment was exchanged. System lock could not be established. The center will pursue device revision surgery.